Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during fill 1 of their pd treatment. The patient had contacted ts to troubleshoot an ¿m31 air detected in cassette¿ alarm that occurred prior to discovery of the fluid leak. After failing to bypass the alarm, the treatment had to be cancelled. When the cycler door was opened to remove the cassette, the patient stated fluid leaked out from the cassette compartment. The patient reported seeing a crack down the middle of the cassette, on the backside of the device where the film is. The patient stated they inspect the cycler sets prior to set-up, and did not recall seeing any damage on the cassette beforehand. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was ordered for the patient. The patient did not complete their treatment. However, they performed a manual pd exchange the following day to make up for the incomplete treatment. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient had not informed their peritoneal dialysis registered nurse (pdrn) of the reported fluid leak. The patient reportedly received their replacement cycler and the old cycler was picked up and returned to the manufacturer for evaluation. The cycler set was not available for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.